Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line on a homechoice cassette was leaking. The leak was observed during an unspecified process step. The location on the line where the leak was observed was unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.